Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following initial implant, the right atrial (ra) lead was observed to be dislodged. The physician alleged the dislodgement was due to patient anatomy and did not allege a malfunction on the ra lead. The ra lead was successfully repositioned to resolve the event. The patient was stable and will continue to be monitored.